Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ust400, 14421-aw rev h 01/16, checking your blood glucose 7 / page 96, warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119 warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
The customer started feeling very nauseous; her head and legs were tremoring. Her head, neck, elbows, feet, and knees were in excruciating pain. She also had shortness of breath, headache, and could not sit still. She went to the emergency room and was diagnosed with diabetic ketoacidosis. Treatment included an IV with saline, an insulin drip, phenergan for nausea, ibuprofen for headache, and potassium. At noon on (B)(6) 2017 she was transported and admitted to the hospital where the endocrinologist believed that the pump was malfunctioning resulting in the diagnosis. The patient was discharged on (B)(6) 2017.